Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision with mentor memorygel, 475cc on the left, and 500cc on the right silicone prosthesis experienced bilateral capsular contractures unknown grade post operation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
Per additional information received on april 29, 2025, patient scheduled for bilateral removal on (B)(6) 2025. Left side grade is iii. Reason for device explant and/or reoperation: capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on september 29, 2025, the patient experienced bilateral high grade breast ptosis, and there was no capsular contracture on the right side. As a result. The patient underwent bilateral wise pattern mastopexies, and bilateral replacements of mentor gel high -profile implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 01, 2025: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
He mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per additional information received with the device, the patient underwent bilateral replacements as follow: right sn (B)(6) left sn (B)(6) on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).